Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid leak.

Event description:
Healthcare professional reported "small tear in the junction between the stiffer foot plate and softer anterior portion of the expander. The tear was on the inferior medial portion of the expander, closer to the 8 o¿clock tab. The tear was about 4-5 mm¿s in length". Affected location unknown. Device has been explanted.